Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, they rec'd the ausab quantitation panel letter from abbott laboratories and inquired how to proceed with testing results from the ausab quantitation panel. No impact to pt mgmt was reported.